Manufacturer narrative:
Submit date: 2017-07-12.

Event description:
It was reported to covidien that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2017 the service tech found the unit had two burnt components on the pcb assembly.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the service finding that the printed circuit board (pcb) had burnt components. The unit was triaged and the reported issue was confirmed. This can be caused by use of an unauthorized power adapter by the user or by a component issue. This unit was found to have a faulty pcb. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated with the initial reporter's first and last name. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2017 the service tech found the unit had two burnt components on the pcb assembly.